Event description:
It was alleged that a patient was hospitalized for a stroke while using a coaguchek xs meter. The reporter was initially calling to request a new meter and lancet device as they were damaged when the emergency medical services team was transporting the patient to the emergency room. Allegedly on (B)(6) 2021, the patient's husband could not wake the patient to take her medication, he increased her oxygen flow but the patient was still groggy and had a weak pulse so he called emergency medical services. The meter was reportedly damaged in transport to the hospital and does not power on. The meter was reportedly displaying results correctly in inr units and the meter was performing as expected prior to the damage. The last meter result from the patient¿s logbook was reportedly 1.8 inr on (B)(6) 2021. The reporter does not have any record of medication adjustments for this result. The reporter did not know whether the patient¿s inr was tested in the ambulance or at the hospital on the day of the alleged stroke. There are currently no meter-to-lab comparisons available. The patient reportedly had a cardiogram, the results were requested but not provided. The patient was reportedly in the hospital for 3 weeks and then in rehabilitation for 2 weeks. The patient¿s therapeutic range is 2.0-3.0 inr. The interval of testing is weekly. Examples of additional information requested include: other medications or medical history. If the patient presented with kidney impairment. The type of stroke (hemorrhagic or thromboembolic). If an intensive care unit was needed for hospitalization. To date, this information has not been provided and the initial reporter declined to answer any further questions.

Manufacturer narrative:
The medical assessment by a roche physician concluded that the last inr result on the meter on (B)(6) 2021 of 1.8 inr, 12 days prior to the stroke, was below the patient's therapeutic range 2.0 inr - 3.0 inr indicating a higher risk for a thromboembolic stroke. Whether the patient had a thromboembolic stroke or a hemorrhagic stroke was unknown by the patient so the contribution of the meter could not be further assessed. The meter was requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation is patient/consumer (both the patient's husband and the patient provided information on the initial call.

Manufacturer narrative:
The patient's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr. Qc 2: 3.1 inr. Qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Reviewing of the meter's patient results has shown that the date/ time setting was incorrect: the patient's alleged result of 1.8 inr on (B)(6) 2021 was observed in the meter's patient result memory on (B)(6) 2020. The patient's alleged result of 3.7 inr on (B)(6) 2021 was observed in the meter's patient result memory on (B)(6) 2020. The patient's alleged result of 2.8 inr on (B)(6) 2021 was not observed in the meter's patient result memory. The patient's alleged result of 2.9 inr was observed in the meter's patient result memory on (B)(6) 2020. The patient's alleged result of 2.3 inr on (B)(6) 2021 was observed in the meter's patient result memory on (B)(6) 2020. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
No product is expected to be returned related to this case. The investigation did not identify a product problem. The cause of the event could not be determined.